Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Following the incident, the instruments were inspected and the tip of two (2) locking screwdrivers were found to be chipped (presumably one in a previous operation). It was noted, one of the screwdrivers had to be replaced during the operation as it was not engaging with the screws. Dynamometric handles were used. Reportedly the patient is doing well and has declined revision surgery.

Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The complaint device was not received for investigation. The following investigation is based on the images provided. The images were reviewed, and the complaint condition could be confirmed since two of the four pictured screwdrivers appear to have broken tips and the other two screwdrivers have bent and/or stripped/worn tips. The x-ray image also appears to show the tip broken off and embedded within the patient. Since it cannot be definitively determined which of the two broken screwdrivers broke off and remained within the patient. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Awareness date reported on follow up 2 report as (B)(6) 2019 but should have been (B)(6) 2020. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown screwdriver/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during a 3 level acdf procedure, part of the screwdriver shaft or screw from the plate fell off. The screwdriver shaft was left inside the patient. On the lateral x-ray there is a shape that can be seen that looks like it is the tip of the camlock shaft. No further information reported. Concomitant device reported: skyline plate (part# unknown, lot# unknown, quantity 1). This report is for one (1) unknown screwdrivers. This is report 2 of 2 for (B)(4).